Event description:
The customer reported the apexpro telemetry server shut down and lost telemetry monitoring for five patients for forty minutes until patients were placed on alternate bedsides. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.